Manufacturer narrative:
Device evaluated by manufacturer: a damaged introducer sheath was returned along with the complaint device which was received in three pieces. An examination of the impulse catheter revealed a blood like substance on the outer surface. The catheter shaft was twisted 42-48cm and was detached 48cm from the hub. The catheter shaft was also detached/cut 55cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left ventriculargram diagnostic procedure a guide catheter shaft fracture occurred. Vascular access was obtained via the femoral artery. The physician attempted to advance a pig tail catheter across the stenosed aortic valve, however, this attempt was unsuccessful. The physician then advanced the 6fr impulse al1 diagnostic catheter across the aortic arch and into the aortic root, however, the physician encountered difficulties advancing this device past the stenosed aortic valve. The physician decided to withdraw the impulse catheter, however, when one half of the impulse catheter was through the introducer sheath and outside of the patient, the impulse catheter shaft fractured. The fracture site was inside the introducer sheath. The physician removed the introducer sheath and when the tip of the introducer sheath was out of the patient, the physician cut the proximal portion of the impulse catheter. The other half of the impulse catheter remained inside the patient. The physician inserted a .035 starter wire and advanced it through the impulse catheter and pulled the remaining portion of the impulse catheter over the starter wire and out of the patient. No device fragments remained in the patient. Another introducer sheath was inserted into the femoral artery to maintain vascular access. The procedure was concluded and the patient was sent to post-recovery. No further patient complications were reported and the patient¿s status is ok.

Event description:
It was reported that during a left ventriculargram diagnostic procedure a guide catheter shaft fracture occurred. Vascular access was obtained via the femoral artery. The physician attempted to advance a pig tail catheter across the stenosed aortic valve, however, this attempt was unsuccessful. The physician then advanced the 6fr impulse al1 diagnostic catheter across the aortic arch and into the aortic root, however, the physician encountered difficulties advancing this device past the stenosed aortic valve. The physician decided to withdraw the impulse catheter, however, when one half of the impulse catheter was through the introducer sheath and outside of the patient, the impulse catheter shaft fractured. The fracture site was inside the introducer sheath. The physician removed the introducer sheath and when the tip of the introducer sheath was out of the patient, the physician cut the proximal portion of the impulse catheter. The other half of the impulse catheter remained inside the patient. The physician inserted a .035 starter wire and advanced it through the impulse catheter and pulled the remaining portion of the impulse catheter over the starter wire and out of the patient. No device fragments remained in the patient. Another introducer sheath was inserted into the femoral artery to maintain vascular access. The procedure was concluded and the patient was sent to post-recovery. No further patient complications were reported and the patient¿s status is ok.